Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 250 units of insulin, and the insulin gauge displayed 105 units of insulin. The customer loaded a new cartridge successfully and received an accurate fill estimate. There was no reported impact to the customer's blood glucose level.